Event description:
Reporter alleged stated the customer obtained a result of 305 mg/dl on the aviva system compared back to back with a result of 114 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer took his insulin after the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.